Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok keypad button reportedly needs to be pressed multiple times for a response. The pt claimed that all the buttons feel normal with the exception of the ok button which intermittently sticks. The pt denied damage to the keypad. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, the ok keypad button was unresponsive and did not spring back up when pressed, it was observed that the ok key contact was inverted, and there was evidence of adhesive/contamination under all key contacts.